Manufacturer narrative:
This product is not distributed in the us. However, it is similar to the us distributed drug-eluting stents. The event involved a patient of unknown gender, age and history. A coronary angiogram revealed a calcified lesion in the distal circumflex producing a 95% occlusion. According to the IFU, cypher is indicated for use in discrete lesions. The lesion was treated with pre-dilation followed by a failed attempt to cross the lesion with a 3.50 x 28mm cypher select sds. The procedure was successfully completed with a taxus stent. The device was returned for failure analysis. Visual inspection revealed the stent was damaged. The distal struts were deformed/out of shape and there was a kink in the second section of omegas. It was confirmed with the customer this occurred during the procedure. No other visual anomalies were noted. The crossing profile was measured and found to be within specification. The distal crossing profile was not measured due to the condition. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Proximal strut uplift was verified by analysis. Based upon the info provided, it is not possible to conclusively determine the cause of the event however; there are lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related. Additional info will be submitted within 30 days of receipt.

Event description:
The physician had a pt who had a lesion at distal circumflex. It was 95% occluded and calcified. He used vista brite tip 6f xb3.5 guiding catheter and sgw. The guiding catheter support was good and the sgw passed the lesion successfully. For the pre-dilatation he used sprinter 2.5*20mm. After this he tried the device, but it could not cross the lesion. After the failure, he tried another taxus and it crossed the lesion. There was no pt injury and no additional info given. When the device was returned, a flare at the proximal end of the stent was noticed. It was verified with the customer that this occurred during the procedure.